Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the helix was able to be extended and retracted within specification. It was noted that the helix test was performed using the pinch tool which was returned with the lead. (B)(4).

Event description:
It was reported that during implant, the helix of the lead did not advance with 20 rotations. It was noted that the lead was not tested before the procedure and when the lead was removed from the patient that the physician tested the helix but it did not advance. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.